Event description:
A physician reported a female pt had essure inserted for permanent birth control. Insertion was done under local anesthesia in an outpatient surgery at a medical center. The pt rec'd the following concomitant medication: depo-provera (medroxyprogesterone acetate) and oral contraceptive (unspecified) for contraception. The physician reported the pt stated she had a nickel allergy that was not recognized at the time of her surgery and that she complained of pain postoperatively. The pt underwent a laparoscopic partial salpingectomy on (B)(6) 2013 and it stated that the insertion devices normally removed during the placement were not removed. The hcp (healthcare professional) explained that when she inserted essure on this pt she saw three coils trailing within the endometrial cavity on both sides, and according to her hysteroscopic operative note she had dictated, both devices were deployed easily. A lawyer claimed she left insertion tools inside. She did not understand how they came to that conclusion. Pt had one postoperative visit where she complained of irregular bleeding and some pelvic cramping. She had rec'd a preoperative dose of depot-provera im (intramuscularly) and at her postoperative visit physician had her taking an oral contraceptive. Pt never had her postoperative hsg (hysterosalpingogram), though it was scheduled twice. Physician had not talked to pt since her fifth week postop visit. The outcome of the events was unk.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.